Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6)2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. It was noted that three months ago, the longevity remaining was about five and a half years. At the most recent follow-up, however, the longevity remaining decreased to about four years. A request was made to have a data analysis from this implantable device. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Additional information received indicates the device was explanted due to premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. It was noted that three months ago, the longevity remaining was about five and a half years. At the most recent follow-up, however, the longevity remaining decreased to about four years. A request was made to have a data analysis from this implantable device. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Additional information received indicates the device was explanted due to premature battery depletion. No additional adverse patient effects were reported. This pacemaker has been received for analysis.